Event description:
On may 4, 2009, a distributor reported a high ph result when using qc level 3.

Manufacturer narrative:
Investigations have revealed that in cal pack cal 1 solution calcium can precipitate out of solution causing a reduction in the calcium concentration in solution. Since cal 1 solution is used for calibration, this can alter the accuracy of the calibration value thereby impacting patient results for ionized calcium. The calcium value reported is artifically high. The reduced calcium level may also affect the ph and co2 of the solution. Therefore the loss of calcium can also alter the accuracy of the ph and co2 calibration values and corresponding patient results for ph and co2. There was no patient injury with this event.